Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 224 boluses listed on the event date 04-aug-2023 in the pump history file. Please see the first 10 boluses below. On 08/04/2023 00:02:01.000 normal bolus delivered (220). Bolus programming method: cl.1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On 08/04/2023 00:07:01.000 normal bolus delivered (220). Bolus programming. Method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On 08/04/2023 00:12:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On 08/04/2023 00:17:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 08/04/2023 00:22:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On /04/2023 00:27:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On 08/04/2023 00:32:01.000 normal bolus delivered (220). Bolus programming method: cl1.microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On 08/04/2023 00:37:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus.amount.delivered: 1250 (0.125 u). On 08/04/2023 00:42:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On 08/04/2023 00:47:01.000 normal bolus delivered (220). Bolus programming method: cl1 microbolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). Please see below for the daily total of all insulin delivered on the event date 04-aug-2023 in the pump history file. 0on 8/05/2023 00:00:00.000 daily total sg 670 (63). Daily total collection start time: 08/04/2023 00:00:00.000. Daily total of all insulin delivered: 903000 (90.3 u). Daily total of basal insulin delivered: 261000 (26.1 u). Daily total of bolus insulin delivered: 642000 (64.2 u). There were no autosuspend (12) alarm noted on the event date 04-aug-2023 in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 04-aug-2023 in the pump history file. On 08/04/2023 20:42:29.000 insulin delivery stopped (30). System time = 08/04/2023 20:42:29.000. Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-aug-2023 in the pump history file. On 07/31/2023 12:13:00.000 alarm alert notification (40). Fault number: low battery alert (104). On 07/31/2023 12:49:00.000 battery removed (55). On 07/31/2023 12:49:00.000 alarm alert notification (40). Fault number: battery removed (84). On 07/31/2023 12:49:24.000 battery inserted (44). Earliest power data available per the power management tool/detail trace file is on 9/5/2023 6:04:57 pm. There was no power data available for the date of 07/31/2023. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was under delivering and experienced hyperglycemia with a blood glucose value of 50 mmol/l at the time of the event. The customer visited to the emergency room and was admitted the treated with the intravenous insulin infusion and the customer experienced symptom such as diabetic ketoacidosis. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.